Event description:
The customer contacted baxter's technical service center to report an issue of overprime - leak out of patient line with the disposable cassette during use. The home patient (hp) stated that the patient line overflowed and solution ran out during prime. The baxter technical representative (tsr) informed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.on (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies. Since then, therapy has been going well with no further issues. The sample and the lot number are not available.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. A batch review was not performed as the lot number was unknown.